Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID 4351-35 lot# serial# (B)(4) implanted: (B)(6)2017 explanted: (B)(6) 2017 product type lead product ID 4351-35 serial# (B)(4) implanted: (B)(6) 2017 explanted: (B)(6) 2017 product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturing representative (rep) reported on behalf of a healthcare provider (hcp) that the patient had not had any improvement in their symptoms since implant and considered a failure. They recently developed pain at the pocket site, so the hcp was going to remove the leads and battery. They were removed on (B)(6) 2017. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.